Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 300 mg/dl. Blood glucose level at the time of the call was 431 mg/dl. The call was disconnected before the customer could provide any additional information. The customer will not return the device for analysis.